Event description:
It was reported the customer experienced general issues with air in line alarms. In some cases micro air bubbles were observed. At other times the device alarmed when no bubbles were present. The clinician would attempt to resolve the issue by flicking and reloading the tubing. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.